Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and restarts by itself. The customer's blood glucose reading was 217mg/dl at the time of incident. Troubleshooting found that the pump had alarms in the pump history. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms, restarting or suspending noted. Pump error alarm found in the pump history. Unit received with cracked case corner of the belt clip rails near the battery compartment, fading serial number label, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.